Manufacturer narrative:
Upon review, it was discovered that the previous MDR submitted contained an incorrect g3 of 11/25/2024, please referece original g3 as 11/24/2024 , while the remaining information was accurate. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician found the bed was working as designed and no problem was found. Based on this information, no further action is required.

Event description:
It was reported to baxter japan tech service via e-mail from the distributor, (B)(6). The reported product is a versacare (product code: p3201j000195, lot no: l320ad7840, quantity: 1). The reporter reported that head section moves up by itself. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 25 nov 2024, this event was reported to baxter japan tech service via e-mail from the distributor, (B)(4). The reported product is a versacare (product code: p3201j000195, lot no: l320ad7840, quantity: (B)(4). The reporter reported that head section moves up by itself. The bed was located at the account. There was no patient/user injury reported.